Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to us distributed drug-eluting stents. The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.

Event description:
During a stenting procedure, leakage from the tip of the balloon was observed. The target lesion was the mid left anterior descending branch. It is unknown if the vessel was calcified or tortuous. There was a 90% stenosis. Pre-dilation was conducted but pressure level is unknown. A cypher (3.0/13mm) was delivered to the lesion and inflated at 12atm for 2 minutes. The stent was deployed safely and the procedure was finished. There was no reported patient injury.